Manufacturer narrative:
This supplemental is being submitted for completed analysis and investigation. Product event summary: the vad and the associated outflow graft were not returned for evaluation. The reported low flow event was confirmed through log file analysis which revealed a sudden decrease in power consumption and estimated flow on (B)(6) 2020 to parameters below normal operating range, with a subsequent return to baseline parameters on (B)(6) 2020. 139 low flow alarms have been logged since on (B)(6) 2020. Information received from the site indicated that, in addition to the low flows, the patient experienced shortness of breath, elevated creatinine levels and the outflow graft (ofg) occlusion was suspected. The patient received dobutamine and oxygen and was taken to the operating room for the ofg revision the following day. It was also reported that the ofg exhibited a mid-portion filling defect and was 80% obstructed. The ofg was successfully revised and a gelatinous occlusion was removed from the foreign graft which had been placed around the outflow graft at the time of implant, which corresponds with the return to baseline parameters observed in the log files. Based on the available information, there is no evidence to suggest that a device malfunction or performance issue caused or contributed to the reported low flow event. Additionally, it was reported that the patient¿s driveline cable had discoloration. Visual evidence provided by the site revealed discoloration of the outer sheath of the driveline cable, as well as damage to the strain relief. The observed strain relief damage is an additional observation not related to the reported event, likely due to wear and/or the handling of the device. Based on historical review of similar events, the most likely root cause of the reported discoloration event may be attributed to multiple factors including design issues and / or exposure to uv light. Based on the risk documentation and the available information, possible causes of the reported low flow event may be attributed to multiple factors including but not limited to the outflow graft occlusion by the foreign graft, thrombus at the inflow cannula/outflow graft, and / or poor vad filling. Per the instructions for use, device thrombus is a known potential complication associated with the implantation of a vad. There is no evidence that the patient had a history of thrombus events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, and / or issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Additional products: outflow graft 380879-8720. H3: yes, h6: FDA method code(s): b17 h6: FDA results code(s): c20 h6: FDA conclusion code(s): d12, d14. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Additional products: heartware ventricular assist system ¿ outflow graft model #: 1125 / catalog #: 1125/ expiration date: 31-mar-2021 / serial or lot#: 380879-8720 UDI #: (B)(4). Device available for evaluation: no. Mfg date: 31-mar-2019. Labeled for single use: no. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was admitted due to experiencing shortness of breath and elevated creatinine levels. It was also reported that the ventricular assist device (vad) exhibited below normal power consumption and low flows associated with low flow alarms, and the outflow graft (ofg) exhibited a mid portion filling defect. It was also noted that the vad driveline had discoloration. The patient received dobutamine and oxygen. The following day, the patient was taken to the operating room (or) for ofg revision. It was noted that the ofg was 80% obstructed. The ofg was successfully revised, a gelatinous occlusion was removed from the gortex and vad flow instantaneously improved. The patient remained hemodynamically stable throughout this event, and the vad, driveline, and ofg remain in use. No further patient complications have been reported as a result of this event.